Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for two patients for free thyroxine (ft4) and questionable results for two patients for 25-hydroxy vitamin d. Of the data provided, only the results for ft4 were a reportable malfunction. Patient 1 initial result was 3.95 ng/dl. The repeat result on the same analyzer was 1.59 ng/dl and was reported outside the laboratory. Patient 2 was a (B)(6) female. The initial result was 1.99 ng/dl. The repeat result on the same analyzer was 2.27 ng/dl and on a different cobas analyzer was 1.54 ng/dl. The result of 1.54 ng/dl was reported outside the laboratory. The patients were not adversely affected. The reagent lot number was 188371 with an expiration date of 09/29/2016. The customer had observed microparticle splashes in the reagent rotor cover.

Manufacturer narrative:
The field service representative checked all tube connections and found that two of the tube connections were switched and the tubes were dirty or contaminated internally. The field service representative decontaminated the tubes. After these actions, the instrument was working normally and the patient results were ok.